Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd nokor¿ filter needle had foreign matter floating in the syringe after aspiration. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
There was no physical sample available for evaluation but bd was provided with two photos for evaluation. Our quality engineer was able to review the provided photos and determined that there was a piece of black foreign matter (fm) present inside of the syringe. However, without the physical sample the engineer was unable to determine the origin or cause of the fm. Based off of the photos our engineer was able to verify the reported failure mode. Since we were unable to determine the origin and make up of the fm the engineer was unable to identify any corrective actions needed. A review of the device history record was performed and found that there was no quality issues identified during production and fifty visual inspections were performed on over 2,500 parts. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
Supplemental MDR-correction/investigation (10/05/2018).